Event description:
During a clinic follow-up, episodes of far-field r wave oversensing and automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.